Event description:
It was reported that a savina 300 select suddenly shut down during the use without warning. The device was replaced with a substitute. No pat. Health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The reported event could be confirmed according to the log analysis of the affected savina 300 device. The security software detects a temporarily software problem in the internal processor communication and performed a restart of the device at the reported time. The device alarmed as specified and the user replaced it with a with a substitute. Savina monitors continuously the state and the function of internal components and software modules. If a deviation or abnormality is detected, an acoustical and optical alarm is generated. Performing a warm start is an established approach to reach a well-defined and stable operation state of the ventilator after unexpected deviation by restarting internal software processes even without or before operator intervention. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. After approximately 12 sec savina continues ventilating the patient with the last settings in case this system reset has solved the original deviation. The device needs to be checked according to manufacturer specs before next use. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently this is considered within the device safety concept.